Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (200-350 mg/dl) from (B)(6) 2016. Reportedly, the pump settings needed to be adjusted. Contact stated that blood glucose levels were stabilized using the pump, and customer's healthcare professional adjusted the pump settings.